Manufacturer narrative:
H6 (device code): appropriate term/code not available (3191) for device perforation, h6 (device code): appropriate term/code not available (3191) for device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, occluded, tilt, lower extremity (le) edema, back pain, unable to sleep, fatigue, no strength, limited mobility and limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported lower extremity (le) edema, back pain, unable to sleep, fatigue, no strength, limited mobility and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to deep vein thrombosis (dvt), thrombus, and occlusion. According to medical records, another manufacturer's inferior vena cava filter, placed (B)(6) 2007 below the renal veins, had become occluded with thrombus; the patient required mechanical and chemical thrombolysis and a cook filter was placed in the suprarenal position (B)(6) 2008. It is alleged the cook filter was successfully retrieved on (B)(6) 2008 due to ivc (inferior vena cava) occlusion, status post forty-eight (48) hours of thrombolysis. Patient is alleging device tilt, vena cava perforation and occlusion of the ivc following filter placement. Patient notes and further alleges experiencing "swollen legs, back pain , and loss of mobility. I also have no strength and a collection of fluid in my legs. The back and leg pain prevents me from being able to sleep. I am also experiencing fatigue". Additionally, patient notes limited physical activity. Per the ivc filter placement report dated (B)(6) 2007: "findings: normal sized inferior vena cava with adequate placement of trapeze[sic] filter below the renal veins". Per a computed tomography (CT) of the abdomen dated (B)(6) 2008: "impression: clot apparently around the inferior vena cava filter extending 2.5 cm above the filter and distally through the common iliac, external iliac, and common femoral veins". Per the cook ivc filter placement report dated (B)(6) 2008: "because the patient had known clot extending above the ivc filter, the decision was made to place a suprarenal ivc filter. The 6-french sheath was then upsized to a 9-french sheath and dilator for placement of a suprarenal filter. A cook gunther-tulip inferior vena cava filter was chosen and the dilator and delivery system was advanced through the existing filter to the suprarenal position". "The gunther-tulip inferior vena cava filter was then delivered through the sheath and deployed". Per the successful retrieval report of the cook ivc filter dated (B)(6) 2008: "a 6-french sheath was first placed and then this was upsized using the dilator to the cook ivc filter retrieval system. This was positioned just above the suprarenal ivc filter. The suprarenal ivc filter was then captured and snared with the retrieval device, then collapsed down into the sheath, which was then removed without difficulty". Per an independent review of a (B)(6) 2019 CT of the abdomen and pelvis: "the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted medially at the superior end and it contacts the ivc wall. The ivc filter is tilted laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 4mm. Two (2) anterior struts perforate the ivc wall 4mm and reside within the soft tissues. One (1) medial strut perforates the ivc wall 4mm and resides within the soft tissues. One (1) posterior struts perforate the ivc wall 4mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 4mm and resides within the soft tissues". "As per the medical records, there was occlusion of the ivc following the filter placement. A cook gunther tulip filter was placed suprarenal on (B)(6) 2008 during a thrombolysis procedure of the ivc. A right iliac vein stent was also placed. The cook filter was removed on the same day as placement but the cordis trapease remains".

Manufacturer narrative:
Occupation: non-healthcare professional. A follow-up medwatch report will be submitted if additional relevant information become available. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.